Event description:
The manufacturer received information from a third party service center alleging a ventilator was not working properly. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The device had physical damage consistent with being dropped.